Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, a stent blockage occurred. The patient states that the 2.75x16 mm taxus express2 drug eluting stent, that was placed 2 years and 4 months earlier has "calcified", and is "blocked up". The cardiologist did a catheterization "1 week ago" and another taxus express2 was placed inside of it. Three attempts to obtain additional information from the physician were unsuccessful. It is noted that the device was implanted after the expiration date.